Event description:
It was reported that the disconnection alarm was continuously ringing. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a microswitch lever that was deformative. The microswitch lever was adjusted to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.